Manufacturer narrative:
(B)(4).

Event description:
The clinic called and reported debris were observed in the recipient's baha abutment site. The recipient was treated with topical antibiotics and is doing better. The abutment remains.